Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A nurse reported a cartridge split during injection of a lens into an eye during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: two cartridges were returned. One cartridge was returned inside a folded pouch. A broken portion of yellow lens model was also returned in the pouch. Inadequate viscoelastic is observed in the cartridge. A broken/damaged yellow lens model is observed in the tip. The distal tip of the lead haptic is positioned in the tip while the lead haptic with half of the optic is protruding outside the tip. The cartridge tip is heavily stressed and has torn/split along the top of the cartridge tip with broken lens partially protruding through the damaged area. The cartridge shows evidence of being placed into a handpiece. The other cartridge was loose in the bag. Inadequate viscoelastic is observed in the cartridge. A broken/damaged clear lens model is observed at the parting line. The tip is heavily stressed and an aneurysm has formed on the top right of the cartridge, past the parting line. The aneurysm has led to a split tip along the right side. The cartridge shows evidence of being placed into a handpiece. The lens models present in the cartridges are unknown. It is unknown if an approved handpiece and approved lens models were used with the cartridges. A viscoelastic was indicated; however without the associated lenses and handpiece information, it cannot be determined if a qualified viscoelastic was used. The reported tip damage was observed. The root cause of the complaint is most likely related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of tip damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).